Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800i chemistry analyzer. The fse cleaned the ion-selective electrolyte (ise) flow cell, replaced the carbon bridge, sodium measuring and reference electrode which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results and high quality control (qc) recovery near the two standard deviation (2sd) on their dxc 800i clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory; hence, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.